Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report is number 2 of 2 mdrs filed for the same event (B)(4).

Event description:
It was reported during a labrum repair on (B)(6) 2016, the anchor sutures would not seat. The surgeon tested the failed anchors on the back table. This resulted in a 30 minute delay in procedure.